Event description:
It was reported that an infection occurred. Additional information obtained indicated the source of the infection was not known. Further information received noted the patient had blood cultures positive for staph and organisms identified as (B)(6) and pseudomonas. Additional culture was positive for coagulase negative (B)(6) resulting in dialysis catheter removal. The device and lead were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4)the device was returned, analyzed and no anomalies were found.